Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had screen flickering issue. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. A getinge field service engineer (fse) found unit screen flickering after switching on. Reset all the connection inside the screen. Problem solved, also checked all the connection, performed all require tests, found ok. Unit observed more than 2 hrs. No issue found in unit. The issue was resolved by ¿resetting all the connection inside the screen.¿ however, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.